Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: linear? St. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 15204776. UDI: (B)(4). Brand name: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient received inadequate pain relief from their spinal cord stimulation (scs). It was noted that one of the patients leads displayed high impedances. In addition, the patient wanted to have a magnetic resonance imaging (MRI) performed. The patient underwent a surgical procedure in which the entire scs system was explanted. The patient was stable postoperatively. The explanted devices will not be returned as they were discarded by the medical facility.